Manufacturer narrative:
Sc-1110-02 sn (B)(6). Device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. Sc-2218-50 sn: (B)(6). Device evaluation indicated that the leads passed all the test performed.

Event description:
A report was received that patient was having cellulitis. Symptoms were purulent drainage from patients back and pain at the ipg site. It was also reported that the patients ipg was protruding out but there was no skin breakage and the site was swelling, redness and starting to blister. The patient was admitted at the hospital and underwent an explant due to possible infection. No further information could be obtained.

Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 17656509/17656509; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that patient was having cellulitis. Symptoms were purulent drainage from patients back and pain at the ipg site. It was also reported that the patients ipg was protruding out but there was no skin breakage and the site was swelling, redness and starting to blister. The patient was admitted at the hospital and underwent an explant due to possible infection. No further information could be obtained.